Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge change error issue was verified, but the rack pushrod damage issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, it was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. Customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.